Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter read inaccurately high compared to his normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2019 at 12:05 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿171 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that he manages his diabetes with insulin; 25 units of basaglar in the morning and 4 units of novolog twice daily. The patient reported that he followed his usual diabetes management routine and took his second dose of novolog (4 units) after obtaining the alleged inaccurate high result at 12:05pm. The patient claimed that 1 hour and 30 minutes later, he developed symptoms of ¿shaky and weak in the legs¿ and self-treated these symptoms with chocolate and reported feeling better afterwards. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure. In addition, the csr confirmed that the patient¿s test strips had been stored correctly and were within their expiry/discard date. The patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate high result with the subject meter.